Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of anemia (characterized by weakness and lethargy) and fungal peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd access (not a fresenius product) placement, and transition to hd for rrt. The pdrn attributed the cause of the anemia to the patient¿s chronic esrd status, and the cause of the peritonitis remains unknown. Anemia is common in people with ckd, especially among people with more advanced kidney disease (3). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum (1). Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter (2). The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 9/jun/2026, fresenius became aware this 68-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with anemia. Upon follow-up conducted the patient¿s pd registered nurse (pdrn) reported that the patient presented to the emergency room on (B)(6) 2026 with complaints of extreme lethargy, abdominal pain, and weakness. Hematological studies determined the patient was anemic and he was admitted for further evaluation. The patient underwent a colonoscopy, and no arteriovenous malformations were discovered, and the patient¿s anemia was attributed to chronic kidney disease. The nephrologist ordered the patient to be transfused with two units of packed red blood cells (prbc), and his mircera dosage will be increased following discharge. While admitted, a peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected (due to the abdominal pain), and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies unavailable). However, on (B)(6) 2026 the patient¿s peritoneal effluent culture result returned positive for candida parapsilosis, and the patient¿s vancomycin and ceftazidime were discontinued (replacement antibiotics unknown). The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues, and the patient has decided to make the transition permanent due to a personal choice. The pdrn stated the cause of the serious adverse events is unknown, however they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient was discharged on (B)(6) 2026 and will begin outpatient.